Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced an unspecified failure. There was no reported patient involvement.